Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (3.0 mg/ml at 1.2780 mg/day), baclofen (250.0 mcg/ml at 106.50 mcg/day), clonidine (150.0 mcg/ml at 63.90 mcg/day), and bupivacaine (30.0 mg/ml at 12.780 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that catheter dislodgement occurred. During a scheduled pump replacement, it was noted that the catheter has migrated to t8. No intervention required, as the patient did not report symptoms. The outcome of the event was noted as unresolved with no further action planned. The etiology of the event was noted to be related to the device or therapy and not related to the implant procedure.